Event description:
It was reported there was premature discharge of battery and a failure to interrogate on the implantable cardiac monitor (icm). No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not provided.

Event description:
New information notes device remains implanted.